Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turn on and keypad was unresponsive. The customer's blood glucose value was unknown. Customer reported that past exposure of the insulin pump to fluid and there was no visible fluid in the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Device received with cracked keypad overlay at select button, and peeling keypad overlay. Moisture damage was noted on the electronic and motor assemblies.